Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed on 19 dec 19. 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 aug 19. There are no anomalies associated with this lot. ¿dmf# - 13704, ¿trade name ¿ gentamicin sulphate, ¿active ingredient(s) ¿ gentamicin sulphate, ¿dosage form - powder, and ¿strength ¿ 1.0g active in our cements.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. The patient presented for an evaluation due to left knee pain, discomfort, swelling, clicking, and fibrosis. The surgeon noted an x-ray indicated a loose and subsided tibial tray. The surgeon has recommended revision surgery. There is no evidence of revision. Doi: (B)(6) 2017 doe: (B)(6) 2018 left knee.